Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the reported phenomenon occurred toward the beginning of an unspecified colonoscopy procedure. There was no further detailed information provided. The device referenced in this report was returned to olympus for evaluation. The evaluation determined that the unit was leaking from the right/left control knob. The evaluation did not duplicate the image freeze phenomenon, however there was extensive fluid invasion in the subject device, including visible liquid inside the objective and light guide lenses. There was a visible stain on the image, and corrosion at the switch unit. There was fluid invasion inside the bending section, insertion tube, and body control unit. The fluid inside the body control unit likely caused or contributed to the reported phenomenon. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified procedure, the image froze. The intended procedure was reportedly completed with an unidentified endoscope, and no patient harm was reported.